Manufacturer narrative:
The device was returned to olympus for inspection the root cause could not be identified. Based on the results of the investigation, the most probable cause of the failure could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source was found with dust contamination inside air pump. There was no patient involvement.